Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular lead could not be fixed well and had high thresholds. The lead was removed. The patient is enrolled in a clinical study. No patient complications have been reported as a result of this event.